Event description:
Customer reported that she had blood glucose of 155 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Minor scratched display window, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.